Event description:
Additional information received reported that the lead was going to be left in the patient without the ins attached.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0llse, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the health care provider (hcp) was explanting the implantable neurostimulator (ins) today because the patient was uncomfortable. The patient may want to get reimplanted in 6 months and the hcp may want to leave the lead it. There was a 50 percent or greater symptom reduction, but the patient had pain at the ins pocket site. The troubleshooting done to provide insight to the issue was multiple physical exams. The device was explanted on (B)(6) 2015. It was unknown if the cause of the event was determined and unknown how the patient was doing now. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.